Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded the alleged incident was due to user error.

Event description:
Alleges riding scooter in parking lot of apartment building and hit a small hole and fell over on scooter.

Manufacturer narrative:
The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges riding scooter in parking lot of apartment building and hit a small hole and fell over on scooter.